Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge fill estimate remained static. Customer declined troubleshooting with tandem technical support. The customer's blood glucose level was around 197 mg/dl.